Event description:
No noticeable incident was observed during the first and only session. Later that night the left knee swelling began at home. It worsened, and then reduced a bit. In physical therapy today, (B)(6), the left knee was hot and swollen, worse over the pretibial area. The therapist notified the physician who saw the patient in the emergency department. The patient was not put on the rewalk for a session on (B)(6).